Manufacturer narrative:
(B)(4). The devices have been received but the investigation is not complete. A follow up report will be submitted when the evaluation has been done.

Event description:
Customer was running a test infusion with 1 pc unit and 2 pump modules in the operating room. The customer tapped on the side of the pc unit and there was an immediate channel disconnect message displayed for the module on the left side. Product was not on a pt.